Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted on (B)(6) 2007; 4968 lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a superior vena cava (svc) lead impedance warning for undefined impedance level. The svc coil of the rv lead was turned off and defibrillation threshold testing was conducted successfully. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon review of a remote transmission the rv lead had triggered an alert for pacing impedance below the programmed lower limit approximately two months prior. However, rv lead measurements were within range and stable at the time of the transmission.